Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient faced infusion set occlusion issue event on (B)(6) 2025.the blockage was in the tubing. No further information is available.